Event description:
Hole found in drapes at the end of the prococedure. Informed by co rep that hole likely due to melting of plastic that was not smooth in basin surface. On 11/16, received inservicing on drape by co rep. During inservicing staff noted that drape used in demonstration much smoother than those they remove from packaging. Repthen noted that drapes are sterilized by two different means, radiation and gas. The gas-sterilized drapes are noted to be more wrinkled. Wrinkles could have contributed to the inability to smooth drape in basin, causing air bubble and increased heat, resulting in hole. Used with irrigation solution warmer from or solutions.